Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) (B)(6) alleging that their onetouch ultraeasy meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy started on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿217mg/dl¿ with the subject meter and at the later date of (B)(6) also obtained a result of ¿214mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with ¿huma insulin and insulin lily¿ (30/70 ratio) and takes 15 units in the morning and 12 units at night. In response to the alleged product issue the patient¿s doctor advised them to increase this dosage to 18 units in the morning and 15 units at night as well as taking a tablet of an unspecified oral medication once per day. The patient informed the csr that during the night on (B)(6) 2017 they developed the symptom of ¿shivering¿ and self-treated by consuming additional food and/or drink. At this time the patient¿s blood glucose was measured at ¿149mg/dl¿ on the subject meter. The following day the patient visited their doctor and had a laboratory test done on their blood glucose. The result from this test was ¿199mg/dl¿. The patient¿s doctor reduced the patient¿s medication back to what it was originally as a result of this. At the time of troubleshooting the csr noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan product analysis conducted testing of retain samples from the subject test strip lot. The retained test strips passed performance testing with control solution with no faults found. No product malfunction has been identified. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is also being sent to correct information previously reported. Lifescan conducted an evaluation of the test strip lot and concluded that this lot breached the thresholds set for escalation and as such, evaluation of retained test strips was conducted; the results of which have been documented.